Manufacturer narrative:
(B)(4). Batch # u5el01. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received unfired. Additionally, the reload was noted one piece sled no properly ensembled in the reload, the condition on the reload don't allow loaded on the channel, making the reload non-functional. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. No conclusion could be reach on the cause of the reported event as part of ethicon endo surgerys quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lung surgery, could not fire when severing pulmonary tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.